Event description:
The patient experienced severe nausea, pain, and vomiting and was admitted to the hospital twice. The patient had recently fallen off a stool and suspected that the device was off. Additional information has been requested.

Manufacturer narrative:
(B)(4).